Event description:
A territory manager contacted zoll customer support to report a potential malfunction with a (B)(6), female, pt's device, because the pt was not using her battery pack. A review of the download data confirmed a check belt message. The territory manager issued the pt and replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon eval, there was a short (component v4) in ecgs (a) and (b). The cause for the check belt messages was a shorted v4 component on two of the four ECG sensing electrodes. The v4 component is a voltage suppressor located on the four ECG boards within the ECG sensing electrodes. The root cause for the defective voltage suppressor was not positively identified. However, the actual failure rate for this component is well below the predicted failure rate. In addition, the cable running from the distribution node to ECG (c) and (d) was pulled from strain relief, with wires exposed. The root cause of the damage was unable to be positively determined, but was likely caused by physical abuse. No adverse event resulted from the shorted component. The pt received a replacement electrode belt.